Event description:
It was reported that during a da vinci si surgical procedure the mega needle driver instrument wire controlling movement of the instrument allegedly snapped in half at the tip end of the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the instrument grip cable was broken near the proximal pulleys and proximal clevis cable hole. The idler pulley spun freely and did not exhibit damage. The cable segment stuck out at the wrist. Engineering also found the instrument proximal clevis cable hole exhibited wear on one edge. The other cables at the wrist were undamaged. The evidence was inconclusive, but the wear on the hole may have contributed to the cable breakage. An additional observation found was the instrument main tube had various scratch marks with light material removal. The scratches were .100 - .150 in length and not aligned with the tube axis. The evidence was inconclusive, but the damage was likely due mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event. The instruments and accessories user manual specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.